Event description:
Reporter noted light pipe melted into little ball during case. No patient impact.

Manufacturer narrative:
Product has not been received for evaluation to date. Surgeon returned questionnaire with note: no specific patient info; no adverse outcome.